Event description:
It was reported that the gastrointestinal videoscope had two burn marks noted at the entrance to the working channel. One was minor and superficial; the other was larger and deeper. The issue occurred during the device's maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, h3, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the malfunction's cause could not be identified. Likely, contact between the plastic distal end cover and an activated electrode occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.